Event description:
It was reported while using bd 2 pc 5 ml syringe - discardit ii 24g×1 the plunger was difficult to move. There was no report of patient impact. The following information was provided by the initial reporter: plunger is very hard to push.

Manufacturer narrative:
H6: investigation summary: the photo was received for evaluation. A quality engineer was able to review the photo of a discardit ii 5ml with 24x1 from lot number 2271979 regarding material number 300847 with the reported issue that air bubbles, leakage, plunger movement difficulty. The device history review of material number 300847 with lot number 2271979 was checked and there was no quality notification found on this lot from its production date to till end of dispatch. The investigation and simulation were carried out on two retention samples where the investigating team has used one sample for plunger movement force and plunger movement force was found with in limit. The other sample was tested for leakage and no leakage was observed in the sample. The investigating team has visually checked the samples for air bubbles and no air bubble were found in the retention samples. The exact root cause can only be determined if we receive the original sample.

Manufacturer narrative:
The manufacturing location for this product is bawal. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd 2 pc 5 ml syringe - discardit ii 24g×1 the plunger was difficult to move. There was no report of patient impact. The following information was provided by the initial reporter: plunger is very hard to push.